Manufacturer narrative:
The t:flex user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the same cartridge and a minimum fill notification occurred while the cartridge was filled with 200 units of insulin. The customer filled another cartridge, but the cartridge leaked. Reportedly, the cartridge had been overfilled and reused. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. The customer¿s blood glucose level was 450mg/dl.